Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately november 2023.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information has been obtained despite good faith efforts.